Event description:
Customer reports being unable to obtain blood glucose result on the advantage meter due to a power issue. Customer states shortly after attempting to use the device and eating breakfast she passed out from low blood glucose symptoms while on the telephone. Emergency medical technicians (emts) were called, and customer was treated with 3 tubes of glucose gel. Customer states she may have also received unspecified IV therapy from the emts. She was taken to the hospital and admitted for 1.5 days. Customer did not provide any blood glucose results. Requested return of suspect device however customer has discarded the meter; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.